Manufacturer narrative:
One opened company injector was returned for evaluation for the report twisted injector. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming.a review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria.the evaluation does confirm the injector plunger has a bent plunger. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in november 2021. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of twisted injector. Additional information was requested and received stating that the injector was used during week 26. The plunger was bent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).